Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found distal end post was missing, per the evaluation, the tip post was missing. Based on the results of the investigation, it is likely that the following led to the malfunction: the root cause has been determined to be that a specific region's IFU did not warrant the caution of inserting the scope too far and not having a gap between the hub and light post would damage the distal end post. This in turn, caused the user to insert the scope in the sheath too far, avoiding the designated gap, and damaging the distal end post." A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the instaclear sheath tip came off outside of the patient¿s body. The event occurred during the procedure. The procedure was completed with a similar device. There were no reports of patient harm.